Event description:
Reporter indicated that her vns (B)(4) handheld kept giving a communication failed error message when interrogating the vns. After troubleshooting, it was decided that the issue was with the vns handheld itself. The handheld has been requested for return but has not been received to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.